Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo of the device has been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the port was unable to be aspirated. An x-ray was performed and a break was found in the catheter. The port was replaced. There was no reported patient injury.

Event description:
It was reported the port was unable to be aspirated. An x-ray was performed and a break was found in the catheter. The port was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample was not returned for complete evaluation; however, one electronic photo was provided for review. Based on the photo review, a port system is noted showing a detached catheter at the port stem. The cath-lock was not in place on the port stem and noted laying beside the port and catheter segment. Additionally, a portion of catheter was noted to remain in place at the port stem. Based on the photo review, a catheter break can be confirmed. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, over-pressurization, and sharp instrument damage; however, the lack of a returned sample and limited photo evidence prevented identification of a root cause(s). Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.